Event description:
The patient reportedly experienced decreased sound quality over time, most likely related to deactivation of electordes. Using the appropriate diagnostic testing, it was determined that multiple electrodes were not functioning appropriately. Explantation/ reimplantable surgery was successfully completed in 2005.